Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: c b841, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: m395319d, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of fusion oxygenators and custom tubing pack clotting occurred and approximately 3 days later the patient expired. No more information is currently available.